Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
This lead was subsequently explanted due to elevated threshold measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to pacing impedance measurements greater than 2000 on the atrial channel. The sensitivity was reprogrammed and they will continue to monitor the patient. No adverse patient effects were reported.